Manufacturer narrative:
All pre-treatment steps were followed and passed specifications prior to hookup to patient. There is no indication that this is a product issue. The patient was known to be non-compliant regarding dialysis treatments. No additional information was received from the facility regarding patient medical history due to hipaa constraints. A review of production records for this unit did not note any manufacturing nonconformances that would contribute to a product event.

Event description:
It was reported that patient coded and passed away 5-10 minutes into the dialysis treatment. It was noted that the patient was known to be non-compliant with dialysis treatments. It is believed that the event was caused by the patients pre-existing condition and unrelated to the tablo device.